Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that no signal was detected on the programmer when attempting to measure the electrical parameters of the implanted lead using a surgical cable. The tried to change the surgical cable but were unsuccessful. With the initial surgical and another programmer they were able to detect a signal. The programmer remains in use. No patient complications have been reported as a result of this event.